Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead could not be implanted due to twisting of the lead while trying to squeeze it through the vein with other existing leads. The lead was replaced during the procedure on (B)(6) 2020. No patient consequences.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.